Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.device evaluation: one sample was received with original packaging. During the visual testing, the unit presents delamination in the joint between the distal end hl swivel return connector and 3 lumen tube. No other damage or dysfunctional conditions was observed. During the functional testing, a leak test was performed. The unit failed the leak test. The reported failure mode, leak, is confirmed. Based on the analysis performed on the returned unit, and review of the mitigations during the manufacturing process, the root cause is found to be the lack of solvent caused by improper follow up of the procedure. An awareness notification was made to production personnel to explain the importance of adhering to and following the procedure. There were no relevant findings detected in the DHR.

Event description:
It was reported that during the use of the product, leakage of circulation water from it was observed. So the customer stopped using the product. No report of patient injury.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.